Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The display was consistently responsive. The display was calibrated, as a preventative. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an unresponsive display. The programmer was returned for service. No patient complications have been reported as a result of this event.